Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to a low out-of-range shock impedance measurement of 6 ohms. Noise was visible on the rate/sense and shock electrograms (egms) with isometrics, however deflections were still visible while the patient was sitting still as well. Additional lead testing revealed the following. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).